Event description:
It was reported during a da vinci assisted benign hysterectomy surgical procedure that the hook of the permanent cautery hook broke off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. Visual inspection found hook broke off at the distal yaw pulley. The detached hook fragment was not returned with the instrument, confirming that a fragment was detached from the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.